Manufacturer narrative:
Block h6: device code a15 is being used to capture the reportable event of clip, failure to release from catheter. Block h10: investigation result: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the clip assembly was returned still attached to the device. Microscope examination was performed, and it was found that the device had been activated and the bushing had burrs. Dimensional analysis was performed on the bushing outer diameter, and it was within specification. No other problems with the device were noted. The reported event was confirmed. According to the evidence found during the product analysis, (clip) failure to release from catheter could likely happen if the bushing had burrs that can interfere on the device performance because based on the location of the burrs, it was determined that the interaction of the yoke with the bushing, could affect by these burrs. These burrs -related problems can be traced to the manufacturing process as a contributing factor. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation to address this issue is in progress. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instruction for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy with mucosectomy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto the mucosa, but was unable to release from the catheter to deploy. The procedure was completed with another resolution 360 ultra clip device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The device was not returned. Additional information received on february 02, 2022: it was reported that there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy with mucosectomy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto the mucosa, but was unable to release from the catheter to deploy. The procedure was completed with another resolution 360 ultra clip device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The device was not returned.